Event description:
Customer stated that the unit had no audio. He did not know the date the end users found no audio. The unit was received by the biomed about a month ago from the patient care dept. There was no patient involvement. There was no p.o.s.t. (Power on self test) tone.

Manufacturer narrative:
The device is returning to manufacture for evaluation. Follow up will be submitted once the device is evaluated. The service/ complaint history for this device was reviewed and found no other failure relevant to the complaint.